Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The suspect device was returned as a single device. A visual examination revealed that the device had been assembled, the cartridge assembly was in position two (the engaged or ready to use position), dried fluids were observed on the catheter body, and the dispersion wire had fractured about 27 cm from the distal end of. The device was found with a broken dispersion wire. Since the packaging was opened at the hospital, and the device was used, it is not possible to determine with certainty when the defect occurred. Therefore the root cause could not be determined. The device history record was reviewed, and no exception documents were found. This complaint will be used to trend for similar complaints. A search of the complaint database was performed and two similar complaints for this lot number were found.

Event description:
The customer reported that during the procedure, the rotation wire was found fractured at the mid-shaft, rather than at the proximal end. The device was located approximately 5-10 cm above the knee when the issue was identified. There was no patient harm or injury.